Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: [hospital]. Product: ca500. The clipper does not pass the 5mm applied trocar and it is not possible to release the clips. Additional information received by [name] on 01aug2024 via email the surgery was completed with a new clipper. The 5mm trocar used in this surgery is ctb03 (lot #1500123). This event occurred during surgery. Additional information received from investigation on 02oct24: engineering completed component inspection testing on the returned unit and observed damage on the csa tabs that lead us to believe that the customer was able to insert the device through the trocar and may have experienced ncl during the procedure. Patient status: no patient injury. Type of intervention: the surgery was completed with a new clipper.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: [hospital] product: ca500 the clipper does not pass the 5mm applied trocar and it is not possible to release the clips. Additional information received by [name] on (B)(6) 2024 via email the surgery was completed with a new clipper. The 5mm trocar used in this surgery is ctb03 (lot #1500123). This event occurred during surgery. Additional information received from investigation on 02oct24: engineering completed component inspection testing on the returned unit and observed damage on the csa tabs that lead us to believe that the customer was able to insert the device through the trocar and may have experienced ncl during the procedure. Patient status: no patient injury. Type of intervention: the surgery was completed with a new clipper.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of no clip loaded. Based on the condition of the returned unit, it is likely that the reported event was caused by the damage to the channel support assembly (csa) tabs that likely could have occurred if excessive force was used to pass the device through the trocar. Applied medical has performed a historical trend analysis and review of production records and no documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.